Event description:
It was reported that the lcd is broken. No patient involvement.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a dirty reservoir tank, worn enclosure, corroded drain fitting, punctured display label, damaged display, and the prongs on the line cord were bent. The pump was also noisy upon evaluation. Functional testing found the display was damaged. The root cause of the reported issue was found to be physical impact during use and handling. No action taken due to the device condition. Device was deemed beyond economical repair and was scrapped.